Manufacturer narrative:
Product analysis: the product specimen has not been returned for evaluation. Conclusion: attempts to gather additional information and to request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, this device was explanted. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.